Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported that the insulin pump is damaged. Customer's blood glucose was unknown at the time of the incident. It was stated that the plastic ring around the reservoir is cracked and on top of the battery compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.